Manufacturer narrative:
(B)(4). Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Unit passed displacement test. Unit received with moisture damage at electronic assembly noted.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The customer stated that the reservoir did lock into place. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.